Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt intermittently failed an ECG fall off test. The cause for the failure was isolated to an out of tolerance q1 component in the cable connecting ECG "a" and ECG "b". The root cause for the out of tolerance component could not be positively identified. No adverse event or death resulted from the defective belt.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the therapy electrodes. The area was described as open, weeping sores and raw skin due to the garment edges digging into the patient's skin. The patient's nurse described the irritation under the rear therapy electrodes as a "pie-plate-size" with green pus coming out of the wound. The patient's nurse stated that she has been treating the irritation with bacitracin ointment. The patient decided to end use of the lifevest due to the skin irritation. The final medical outcome of the irritation is unknown. It was also reported that the patient was receiving frequent "adjust belt" messages.